Manufacturer narrative:
An event of explant due to unknown reason was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was under case specific circumstances as valve was surgically removed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 17mm masters mitral valve was implanted. On an unknown date, redness, swelling, and heat at implant site was observed and infection was suspected. On an unknown date, "the device and both epicardial leads were explanted and infection was confirmed. On (B)(6) 2025, a new unknown sized unknown device was implanted. The patient status was reported as unknown.